Manufacturer narrative:
Device history records were reviewed and no deviations or anomalies were found. No devices or photos were received; therefore the condition of the components is unknown. These devices are used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Review of the primary operative notes confirmed that the patient underwent right total knee arthroplasty for severe degenerative joint disease. Trials were inserted and acceptable extension and flexion were found after the iliotibal band, lateral retinaculum, and posterior cruciate ligament were released. Well-balanced gaps and excellent tracking of the patella were also observed. The trials were removed and the final components were cemented in place. Range of motion and stability were rechecked and were found to be excellent throughout with well-balanced gaps and acceptable tracking of the patella using a no thumb technique. Review of revision operative notes confirmed that the patient underwent a revision due to mechanical loosening of the tibial component in the right knee. After incision, clear synovial fluid was found and neutrophils per high-power field were negative for infection. The tibial component was removed with saws. It appeared that 50% of backside of the tibial component was well-fixed with the bone and that the remaining 50% appeared to have fibrous ingrowth. A field action was conducted on february 19, 2015 in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action, and the recall contains this related tibial lot number. The corrective action investigation determined that the likely root causes for the higher than anticipated complaint rate are that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices.

Event description:
It is now known the patient underwent knee arthroplasty revision due to mechanical loosening.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing pain and may require revision surgery.